Event description:
Device 4 of 4 . Reference MFR report: 1627487-2018-03017, 1627487-2018-03018 & 1627487-2018-03019. Follow up information obtained identified the patient's drg system was programmed. In addition, the patient was out of the hospital, however she was still dealing with respiratory issues.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2018-03017, 1627487-2018-03018 & 1627487-2018-03019. It was reported the patient was admitted to the hospital for pneumonia due to possible aspiration during the drg system implant procedure. Reportedly, the patient was given antibiotics and remained hospitalized for approximately five days.

Event description:
Device 4 of 4 , reference MFR report: 1627487-2018-03017, 1627487-2018-03018 & 1627487-2018-03019. Additional information received identified as of (B)(6) 2018 the patient remained hospitalized.

Event description:
Device 4 of 4: reference MFR report: 1627487-2018-03017, 1627487-2018-03018 & 1627487-2018-03019. Follow up information received identified the patient's condition was improving, but the patient was still under the care of a pulmonologist.